Event description:
Procedure type: sleeve gastrectomy. According to the reporter: idrive and adapter were used for a lap gastric sleeve. Intraoperative a tightness test with blue-solution was made. The clip seam row seemed to be perfect intraoperative and was tight to 100 percent. Pt got an insufficiency 1-2 days later. On day 3, postoperative day it was re-laparoscoped, but without finding. Also at this moment (3rd day), the clip seam row looked well and tight. Add'l drainages were laid. But the insufficiency got worse and on day 5. A gastroscopy was done. During examination it was recognized that both upper clip seams at the his angle were ripped with the first clip seam row. Second and third clip seam row were ok. Pt got a stent and is in the intensive care until now. No extension of op - but there was relaparoscopy, gastroscopy and stent. No blood loss, no extension of incision, no change of op, no loss or damage to tissue, no reinforcement material used.

Manufacturer narrative:
(B)(4).